Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, dislodgement was noted via diagnostic imaging on a newly implanted right atrial lead. The lead was repositioned and the patient was in stable condition.